Manufacturer narrative:
Initial and final (B)(4) - MDR 3003442380-2024-09610- device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets leak events on (B)(6) 2024. The infusion set was in use for a day for all event. The patient reported that infusion set tubing was pulled out. The patient replaced infusion set and resumed insulin successfully. No further information available.